Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. The seal would not push out while pressing the white deployment button, the surgeon had to manually deploy the heartstring iii. The same device was used to complete the procedure. The hospital did not report any patient effects. This is the third of 3 medwatches: reference MFR report number 2242352-2015-00260 and 2242352-2015-00261 for the other 2.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).